Event description:
It was reported that during sheathed insertion, the guidewire broke (not into two pieces) when iab was advanced over guidewire. Iab and guidewire were removed together. A new kit was used without further difficulty. There were no reported patient complications.

Event description:
It was reported that during sheathed insertion, the guidewire borke (not into two pieces) when iab was advanced over guidewire. Iab and guidewire were removed together. A new kit was used w/0 further difficulty. There were no reported patient complications.

Event description:
It was reported that during sheathed insertion, the guidewire broke (not into two pieces) when iab was advanced over guidewire. Iab and guidewire were removed together. A new kit was used w/o further difficulty. There were no reported patient complications.